Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4)

Manufacturer narrative:
Pt info: unk. PMA/510k-this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -7.5 diopter into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. The cause of the event is reported as unknown.